Event description:
It was reported that the programmer could not be used due to a reline on the screen. No patient complications have been reported as a result of this event. It was reported that the programmer could not be used due to a redline on the screen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the programmer could not be used due to a reline on the screen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis found that the liquid crystal display would not display.